Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intestinal resection, when an attempt was made to resect the small intestine using the 60mm thick reload, when the stapler was articulated and the tissue was approached, the cartridge articulation returned to the neutral position without any action. The handle, shell, and adapter were all replaced with new ones; when approached again using the same cartridge, there was no articulation and the firing could be done without any problem. However, the way the knife returned to the base after the firing was done, the return process was very slow in the midway and its movements were different from usual. It was also reported that when an attempt was made to return the articulated cartridge to the neutral position, it did not return. However when the actual device was checked on site, the handle, shell, adapter and cartridge were detached, when the adapter with the cartridge in question was connected to the handle again, it automatically returned to its neutral position, so it could be unloaded without any problem. Afterwards, when a 45mm reload was connected to the replacement powered stapler assembly, and a 2nd shot was tried to be fire, the device could not be fired. Another device from a competitor was used to complete the 2nd shot. There was no patient injury.